Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and several shocks for what appears to be a sinus rhythm. The device remains in service. Recommended follow-up with cardiology. In the past, the device had also delivered atp and inappropriate shocks for this patient. No adverse patient effects were reported.